Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the subject device but could not be completed because the device is a lot/batch controlled item. The manufacture date of this item is dec 4, 2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A service and repair evaluation was also performed for the subject device. The customer reported the trigger was not working correctly, and the item would not tension or tighten properly. The repair technician reported the handle was not returning sometimes when pressed. ¿lube/oil/clean¿ is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired, passed synthes final inspection and was returned to the customer on mar 11, 2016.the evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine instrument inspection in sterile processing, it was discovered that the application instrument for sternal zipfix instrument will not tighten or tension properly. It was further reported that the trigger component of the instrument is not functioning correctly. There was no patient or surgical involvement associated with the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.